Event description:
A hysteroscopy was done prior to a myosure tissue removal procedure. The physician noted "a small patch of what she thought was scar tissue at the fundus and wanted to address it with the myosure device." She inserted the device and approached the patch of tissue and "thought she perforated" at that time. Fluid deficit was increasing and she decided to view the cavity via laparoscope. A perforation was seen and cauterized (method unknown). Following a brief recovery period, the patient was discharged home.

Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the identified lot number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) precautions: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting tissue close to uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).